Event description:
The customer reported that the paddle set failed.

Manufacturer narrative:
The customer reported that the paddle set failed. The customer's biomedical engineer performed the evaluation and isolated the failure to this one paddle set. He discarded the paddle set, and he has received the paddle set replacement.